Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure after pre-dilatation, a 3.5 x 15 mm xience v stent was deployed to treat the lesion in the mid left anterior descending (lad). The proximal lad was pre-dilated and a 4.0 x 18 mm xience v stent was deployed. Then, the distal circumflex (cx) lesion was treated first with pre-dilatation and a 2.25 x 18 mm xience v stent. There were no product issues or patient effects at the time of the procedure. However, in 2009, the patient returned and revascularization was performed on the distal cx. Another xience v stent was deployed to treat the restenosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - stenosis, as noted in the IFU is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Additionally, stenosis and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. The restenosis required hospitalization and treatment with revascularization via the implantation of an additional xience v stent. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.